Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving a message 'hi' (reading greater than 27.7 mmol/l) on the adc freestyle libre sensor after consuming "moderate snacks". Customer' self-treated with short-acting insulin (dose unknown) and went to sleep. Customer further reported waking up "because of hypo during sleep" and subsequently experiencing a seizure and loss of consciousness which resulted in facial wounds and 3 chipped teeth. Customer was seen at a hospital and upon arrival, a reading of 2.4 mmol/l (43 mg/dl) was obtained on the hospital device. Customer was treated with juice and had their facial wounds bandaged. Approximately one hour later, a reading of 14 mmol/l (252 mg/dl) was obtained on the hospital meter. The customer also reported being seen at a dentist regarding their chipped teeth. No additional treatment were reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Performed visual inspection on returned patch and no observations found. Plug is seated correctly. Extracted data of the patch approved software. Senor was in state 5 which is normal termination. Performed visual inspection on the plug assembly. No observation found. Re-programmed patch using approved software. Patch was inserted into the simvivo test fixture to perform linearity test. Results were within specification. No product deficiency was identified.

Event description:
Customer reported receiving a message 'hi' (reading greater than 27.7 mmol/l) on the adc freestyle libre sensor after consuming "moderate snacks". Customer' self-treated with short-acting insulin (dose unknown) and went to sleep. Customer further reported waking up "because of hypo during sleep" and subsequently experiencing a seizure and loss of consciousness which resulted in facial wounds and 3 chipped teeth. Customer was seen at a hospital and upon arrival, a reading of 2.4 mmol/l (43 mg/dl) was obtained on the hospital device. Customer was treated with juice and had their facial wounds bandaged. Approximately one hour later, a reading of 14 mmol/l (252 mg/dl) was obtained on the hospital meter. The customer also reported being seen at a dentist regarding their chipped teeth. No additional treatment were reported. There was no report of death or permanent injury associated with this event.